Event description:
It was reported to hill-rom that during patient transfer from bed to toilet chair the slingbar bolt allegedly broke and the patient fell down on the floor. No injury alleged. MFR report #: 8030916-2014-00048.